Event description:
It was reported that the subject device had the e30 error. The issue was found during set up of the device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image defect, and charged coupled device (ccd) failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable causes such as damage or deterioration of parts due to wear and tear. The image defect was due to ccd failure. Cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.